Event description:
It was reported that during different unspecified neuro surgical procedures, it was observed that the compact speed reducer was sticking. The reporter was unable to provide information regarding the number of occurrences or the exact dates of occurrences. It was not reported if there were any delays to a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which found that the drive shaft was bent, resulting in the sticking issue. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and /or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.